Manufacturer narrative:
The investigation into the reported event is in process. A follow up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure which included use of their gi4000 electrosurgery unit the cauterization was not working and the screen to the esu went black. A procedure delay occurred as user facility personnel had to utilize another electro surgery unit. No report of patient harm.

Manufacturer narrative:
The gi4000 electro surgery unit was returned for evaluation, and it was found that the screen display was not operating properly and required replacement. Additionally, it was identified that the retaining cylinder and gasket o-ring were damaged and required replacement. The necessary components were replaced, the unit was tested and found to be operational, and it was returned to service. No additional issues have been reported.